Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shut off. During troubleshooting with tandem technical support, review of the pump history also indicated an occlusion alarm occurred. The customer stated that they were able to clear the alarm by delivering another bolus. System check with tandem technical support could not be performed as the customer had already discarded the supplies prior to the call. There was no impact to the customer's blood glucose level. It was indicated that the customer would use insulin pens as alternate insulin therapy.